Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon was leaky. The balloon was inflated with 10ml of glycerin solution or silflate. A new catheter was inserted without any issues. There was no patient injury.

Event description:
It was reported that the balloon was leaky. The balloon was inflated with 10ml of glycerin solution or silflate. A new catheter was inserted without any issues. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 3 representative samples were returned for investigation. Based on the reported failure, the balloon was leaky. It was also mentioned that the leak was noticed during usage state. This indicates that the catheter was functionally fit prior usage. Leak balloon could happen due to several reasons. However, based on representative samples returned, there is no deflation or leak issue observed. Therefore, complaint is not confirmed.